Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. A pinched wire in the monitor's belt receptacle was causing intermittent baseline failures. The root cause for the damaged connector could not be positively identified.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.